Event description:
It was reported that the pump touch screen was unresponsive and that the pump reset unexpectedly. A new cartridge was loaded and the customer resumed insulin delivery successfully. Additionally, it was reported that the "pump battery took longer to charge up to 100%." The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 125 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.